Manufacturer narrative:
An event of concern with the movement of leaflets was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 29 mm sjm masters series valsalva aortic valved graft was selected for implant. During the procedure, the valve was successfully implanted, but while checking the leaflets with the leaflet tester, the physician was concerned with their movement. The device was explanted and replaced with a non-abbott valve and a valsalva graft to resolve the event. The patient remained hemodynamically stable throughout the procedure, but due to the frailty of the patient, the prolonged procedure was clinically significant. The patient is recovering. No additional information was provided.